Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in wien, austria. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The device was opened, cleaned and checked. No deviation could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow value. The issue occurred during priming and there was no patient involvement.

Manufacturer narrative:
Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Taking into account that no issues could be identified on the device, hardware malfunction can be ruled out as cause of the reported event. It cannot be ruled out that the reported error code had been caused by an improper gas supply or a missed gas blender warm-up phase.

Event description:
See initial report.